Event description:
A langston v2 catheter was used in a clinical procedure. The physician noticed air bubbles outside the catheter and was unable to obtain an accurate pressure measurement. Another langston v2 catheter was used with the same result. No patient impact was reported.